Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an unspecified high reading on their freestyle blood glucose monitor and then reported modifying the dosage of their medication based on this reading. The customer then became unresponsive, and paramedics were called. Customer was treated at home by the paramedics; customer reported being treated with insulin, sugar, and orange juice to stabilize glucose levels.